Event description:
Customer reported via phone call that the insulin pump has physical damage. Customer stated that the damage is at the reservoir compartment. Customer explained that pieces are braking off from where the reservoir screws on and the reservoir o ring is coming out. Customer stated that blood glucose level has been running higher than normal. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.